Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported "{breast} started to feel weird as if there was a knot", "filled with blood or water, and ripped", "pain", and "capsular fibrosis" (baker grade unknown). The device remains implanted. Side unknown.